Event description:
It was reported by service report that the nurse call cable is damaged as well as the bed extender cables. It was reported that the customer does not know if there was any patient involvement; however no adverse consequences were reported related to the alleged issue.

Manufacturer narrative:
Result: nurse call cable, bed extender cable.